Manufacturer narrative:
A steris service technician has returned the cart for evaluation. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Engineering evaluation of the transfer cart found that the locking mechanism components were not properly adjusted, which caused the cart's front rollers to remain in the inside position as the cart was being removed from the sterilizer. Adjustment of the rollers can be affected by normal wear and tear conditions and/or misuse of the cart, resulting in misalignment of the locking mechanism components. The cart subject of the reported event was removed from service.

Event description:
The user facility reported that the front rollers from the sterilizer cart stayed in the inside position while retracting the cart from the sterilizer. No injuries reported.